Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Straight leading haptic was observed on the returned photos. The reporting facility did not provide a lot number or any identification of the product. The attached photo shows two activated autonome devices (nozzle part only, no serial number visible). The plunger is advanced into the mid nozzle, appearing to be at the trailing optic edge. The leading haptic is extended straight in both devices. Additionally, the attached email contains a photo showing only the autonome nozzle and a straight leading haptic. Based on our observations of the returned photos, the leading haptic is extended straight. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degree c (64 degree f) to 23 degree c (73 degree f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of intraocular lens (iol) folding issues. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).